Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. During an appointment with the diabetes educator (de), the patient went "gray" and started sweating. The cgm was reading 18.0 mmol/l and the blood glucose reading taken by the de was 1.4 mmol/l. The patient was treated with jam by the diabetes educator and an ambulance was called. The patient was taken to the emergency department and discharged the same day. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.